Manufacturer narrative:
The reported event of oversensing noise and low r-wave oversensing was unconfirmed. Interrogation of the implantable cardiac monitor showed the device in normal working conditions with battery voltage above elective replacement indicator. Sensing tests were performed at field and high sensitivity settings and indicated normal device function.

Event description:
It was reported that the patient presented for an initial procedure. During the implant, the implantable cardiac monitor (icm) exhibited low r-wave sensing and noise leading to oversensing. The physician elected to implant another icm. The patient was in stable condition post-procedure.